Event description:
Manufacturer received a report from an attorney alleging a manual wheelchair malfunctioned on four occasions. On two occasions the frame reportedly broke and the user fell. Evaluation of the device by the manufacturer has not been permitted.